Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons are stuck. The customer's blood glucose reading was 143mg/dl at the time of incident. Troubleshooting found that the customer was able to clear the alarm but declined to further troubleshoot. Customer was advised to call back if further assistance is needed.

Manufacturer narrative:
The insulin pump passed leak test. The insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. The insulin pump power up properly after battery installation. The insulin pump received with operating currents within specification. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump received with minor scratches on case and minor scratches on lcd window.